Manufacturer narrative:
The libre sensor kit expiration date is 31 may 2020. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. A follow-up report will be submitted if any additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2020, the customer reported a scan of 4.5 mmol/l and experienced "slight dizziness," a headache, and was unable to treat themselves. The customer was taken to the hospital where a comparison blood glucose of 12.5 mmol/l was obtained on an hcp meter. When plotted on the parkes error grid, a sensor scan result of 4.5 mmol/l and an hcp result of 12.5 mmol/l mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The customer was provided unspecified hcp treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported low values when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2020, the customer reported a scan of 4.5 mmol/l and experienced "slight dizziness," a headache, and was unable to treat themselves. The customer was taken to the hospital where a comparison blood glucose of 12.5 mmol/l was obtained on an hcp meter. When plotted on the parkes error grid, a sensor scan result of 4.5 mmol/l and an hcp result of 12.5 mmol/l mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The customer was provided unspecified hcp treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.